Manufacturer narrative:
The field service engineer found an issue with a solenoid valve, which led to incomplete aspiration during the cell rinse process. The valve was replaced, and cell rinse volume adjustments and mechanical checks were performed. The system performance was verified through a cell blank measurement and qc that were acceptable. The investigaiton determined that the service actions resolved the issue.

Manufacturer narrative:
The cholesterol reagent lot number was 900693 with an expiration date of 31-may-2026. The hdl-cholesterol reagent lot number was 858795 with an expiration date of 31-jan-2027. The total protein reagent lot number was 883217 with an expiration date of 31-aug-2026. The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with cholesterol gen.2 assay, hdl-cholesterol gen.4 assay, and total protein gen.2 assay on a cobas c 503 analytical unit. Cholesterol: initial result: 46 mg/l. Repeat result: 241 mg/l. Hdl-cholesterol: initial result: 24 mg/l. Repeat result: 46 mg/l. Total protein: initial result: 30 g/dl. Repeat result: 6.3 g/dl. The provider's office questioned the initial results, prompting the repeat of the sample. The repeat results were deemed to be correct.